Event description:
Customer requested device log review to find out how device was programmed after patient's reported serum magnesium was higher than expected. Reported that patient was to receive magnesium 2gm/hr; order was for 50gm magnesium/400ml which is a non standard concentration for this customer. Patient's serum magnesium level on admission was 0.8. Six hrs later, the magnesium level was 5.3 (normal = 1.3-2.1). Infusion was stopped, patient's blood pressure and EKG monitored. Patient recovered; was still hospitalized at the time the event was reported. Review of device log data confirmed that a customer concentration of magnesium sulfate was programmed using the guardrails drug library with the following parameters: drug amount = 50g; diluent volume = 400ml; concentration = 0.125g/ml (note: this is automatically calculated based on the drug amount and diluent volume entered). The user received a guardrails dose limit alert and elected to proceed. The user then entered the following parameters: drug amount = 2 g; diluent volume = 20ml; concentration = 0.1g/ml (note: this is automatically calculated based on the drug amount and diluent volume entered; rate = 20ml/hr; vtbi = 400ml; time left = 20h 00min (note: this is automatically calculated based on the rate and vtbi entered). A notification was given to the user: "vtbi exceeds container volume. Proceed?" The user selected "yes" and the infusion was started. The modified programming resulted in an overinfusion as the drug delivery amount calculated to be 2.5 gm/hr.

Manufacturer narrative:
Patient info requested and all available info is included.